Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on or about (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs #1225714-2014-04049, 1225714-2014-04050.